Event description:
It was reported that the pt underwent a balloon ablation procedure in 2004. A few days post-op, the pt presented to the ER with complaints of severe pain. The pt was difficult to touch and exam, and the physician tried to put a tenaculum on the pts cervix but the pt could not tolerate this. Physician stated that they could see some fluid in the pt endometrial canal. At this point the physician reports that they could have sedated the pt and then probed their cervical canal to try to see if they could get the retained fluid out but decided to just do a hysterectomy to alleviate the problem. Physician performed the hysterectomy and the pt is now doing fine. Physician reports that immediately after the hysterectomy was done they opened the uterus and found fluid, not infected, within the endometrium and states that the cervical os looked like it was closed over and therefore could not drain the fluid.